Event description:
End user stated he hit a bump and his unknown power chair just stopped. He could not push the chair, strangers helped him lift the chair into the van. End user stated, he hurt his back attempting to lift the chair, will seek medical attention from the (B)(6).